Manufacturer narrative:
Nothing is being returned for evaluation. However, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend this inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. In this particular instance, in a phone conversation with the mitek rep relative to this issue, he states that in preparing the bone to accept the fixation device, the surgeon used the wrong drill size to drill the bone hole, to small of a diameter, and he failed to drill the hole deep enough to accept the fixation device. Both of these missteps caused the surgeon to grossly manipulate the device in a vane attempt to deploy it into the to small, to shallow bone hole, causing rejection of, and, damage to the device. We attribute this reported event to be technique driver, user issue. No further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep reports that during a shoulder repair, the inserter tip of a micro quick anchor broke off into the patient's joint space. Both the anchor and the broken fragment were retrieved from the body. Another same or similar type device was used to complete the procedure successfully without further incident or harm to the patient.